Manufacturer narrative:
Other relevant device(s) are: product ID: 945opm660, serial/lot #: (B)(4), UDI#: (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the controller, notebook computer, and patient module had intermittent issues. There was no known patient impact reported.

Manufacturer narrative:
Analysis could not duplicate intermittence in both controller and patient module. There was no fault found with the device. The devices were tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that lack of response was not the issue. During a direct lateral interbody fusion (dlif) procedure, they were alerted due to the response of the stim when the surgeon was only touching skin. The nerve monitoring device was providing audible indicators that it was near a neural structure. The stim value was around 1.0-2.0, indicating it was in contact with a neural structure. For troubleshooting, the manufacturer representative tried switching the patient box but it did not help. The case was completed with no delays. There was no patient or staff impact.